Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2023, it was reported that the patient faced an insulin flow block which led to diabetic ketoacidosis and he started talking funny. Therefore, on (B)(6) 2023, at 16:00 hours, the patient was hospitalized due to diabetic ketoacidosis with blood glucose level 695 mg/dl. Moreover, the patient tested positive for ketone level and was confused during hospitalization. During hospitalization, the patient received antibiotics intravenously overnight as corrective treatment. After staying for 3 days in the hospital, the patient was released. No further information was available.